Manufacturer narrative:
Additional manufacturer narrative: please reference MDR 2029214-2016-01053 for the onyx used in this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Cuellar, h., maiti, t., narayan, v., patra, d., dossani, r., sun, h., nanda, a. (2018). Novel use of pipeline stent device after inadvertent microcatheter rupture during arteriovenous fistula embolization. World neurosurgery, 119, 345-348. Doi:10.1016/j.wn EU.2018.07.171 medtronic received additional event information through literature review: the article states that a patient presented with acute onset of throbbing occipital headache. Computed tomography imaging of the brain revealed cerebellar hematoma. Cerebral angiogram revealed dural arteriovenous fistula (davf) with arterial feeders from the right posterior meningeal artery (PMA) and middle meningeal artery (mma). The patient was planned for endovascular embolization of the fistula. During the procedure, a marathon catheter was prepared with dmso, then placed distal into the right PMA, which was the largest supply to the davf. Onyx was injected over a period of 10 minutes, penetrating multiple branches of the right PMA. "Increased resistance" was noted at the last part of injection, revealing leakage of onyx at the level of v3 segment, consistent with proximal rupture of the microcatheter. Follow-up angiogram showed complete occlusion of the fistula from posterior circulation, but there was still opacification of the davf through the right mma. The right vertebral artery (va) remained partially patent without evidence of distal onyx emboli. It was decided to place a flow diversion device over the leaked onyx material. After placement of the flow diverter, a balloon was used to angioplasty the onyx material against the vessel wall. Afterward, a new marathon catheter was placed and onyx was used to continue embolizing the mma. Final injections showed complete occlusion of the fistula without evidence of early draining veins. Six days post-procedure, the patient was discharged without any added deficit. Six months post-procedure, repeat angiogram showed the stent was patent and the onyx remained jailed between the stent and vessel wall.

Manufacturer narrative:
Device evaluation the marathon micro catheter was returned for analysis, the onyx les will not be returned as it was consumed in the event. The total length of the micro catheter was measured to be within specification. Onyx residue was found inside the hub. The micro catheter was found to be ruptured at ~22.0cm from the distal tip. No kinks or bends were observed on the catheter body. No damages were found with the catheter tip and marker band. Onyx was found inside the micro catheter distal tip. No other anomalies were observed. Based on the device analysis and the reported information, the customer's report of "rupture" was confirmed as the returned marathon micro catheter was found to be ruptured and occluded with onyx. The catheter appeared to be ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx) within the catheter, resulting in pressures exceeding the limits of the catheter. In this event, user context may have contributed to the reported issue as onyx injection was interrupted longer than 2 minutes prior to reinjection causing onyx to solidify at the catheter tip subsequently causing the catheter to rupture due to use of excessive pressure. Per the onyx liquid embolic system IFU (instructions for use): premature solidification of onyx les may occur if micro catheter luer contacts saline, blood or contrast of any amount. Inject onyx les and dmso at a slow, steady rate, not to exceed 0.3 ml/ minute. Do not interrupt onyx les injection for longer than two minutes prior to reinjection. Solidification of onyx les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture. Increased resistance to onyx les injection ¿ stop injection. Do not attempt to clear or overcome resistance by applying increased injection pressure. If this occurs, determine the cause of resistance (for example, onyx les occlusion in catheter lumen), and replace catheter. Use of excessive pressure may result in catheter rupture and embolization of unintended areas.¿ per the marathon flow directed micro catheter IFU: ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury.¿ all products are 100% inspected for damage and irregularities during manufacture.

Manufacturer narrative:
The device has not been received for evaluation. As a result, the reported event cannot be confirmed. Should the device return and e valuation completed, a supplemental report will be submitted. Additional information has been requested, including patient information, but it was not available. The onyx instructions for use advises, "do not interrupt the onyx¿ les injection for longer than two minutes prior to re-injection. Solidification of the onyx¿ les may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter may result in catheter rupture."

Event description:
Medtronic received information that onyx was noticed to be leaking from the proximal part of the catheter. Upon removal it was noticed that the catheter was ruptured. The patient was undergoing treatment for a fistula near the pica in the posterior fossa. The fistula was grade 3 and the anatomy was not tortuous. The dead space of the delivery catheter was filled with dmso. During the procedure the physician observed onyx leaking from the proximal part of the catheter. The physician paused during injections. Early on the pauses were 30 seconds to 1 minute, then later in the injection the physician waited between 3 and 4 minutes. The injection rate was not followed as indicated in the IFU. Thumb pressure was used for injection. The angiographic result post procedure was a complete embolization of the avm. The catheter was not inspected for kinks prior to use and was flushed as indicated in the IFU. Medtronic received information that onyx was noticed to be leaking from the proximal part of the catheter. Upon removal it was noticed that the catheter was ruptured. The patient was undergoing treatment for a fistula near the pica in the posterior fossa. The fistula was grade 3 and the anatomy was not tortuous. The dead space of the delivery catheter was filled with dmso. During the procedure the physician observed onyx leaking from the proximal part of the catheter. The physician paused during injections. Early on the pauses were 30 seconds to 1 minute, then later in the injection the physician waited between 3 and 4 minutes. The injection rate was not followed as indicated in the IFU. Thumb pressure was used for injection. The angiographic result post procedure was a complete embolization of the avm.